Manufacturer narrative:
Device evaluation: returned device was received with enclosure was stained and heavily marked, line cord was worn, pole clamp handle was damaged, both covers were cracked and marked. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaking at 390 block. No adverse patient effects were reported.